Event description:
User reported the inability to regulate the vacuum pressure. There was no patient harm; however, spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
Investigation could not reproduce issue. Calibration was performed and the unit passed. Device was deconstructed and vavd was replaced as a precaution despite all components appearing intact. Device operated as expected when tested.